Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left brachial vein. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during first inflation at 10 atmospheres for 15 seconds, the balloon ruptured. The device was removed without any problem. The procedure was completed with another 9mmx4cm device. Good dilattaion was obtained and no patient complications were reported.